Manufacturer narrative:
Save to disk clinical data review was determined to be not required because physical analysis was completed.

Event description:
It was reported that there was high impedance, possible fracture, oversensing and increased threshold on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.